Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (sd card fault) was confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was isolated to a defective sd card and a defective j101 connector on the computer analog board. The root cause for the defective sd card and j101 connector could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was displaying a download code 203.